Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had recently lost 30 lbs or more and the patient is experiencing stomach issues and only eating once a day. The patient is also experiencing vomiting and nausea and the patient was referred to a gi doctor to determine the cause. It was also noted that the patient's autostim was going off on average 350+ times per day and determined that the patient was not at the most accurate settings so they were adjusted. Additional information received that per the physician, the change in settings was for patient comfort and to preclude a serious injury. No other relevant information has been received to date.

Manufacturer narrative:
G3 date received by manufacturer, corrected data: initial report inadvertently listed wrong date, should've been 06/09/2021.